Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4: batch # 440d74. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 440d74, and no non-conformances were identified.

Event description:
It was reported that when performing a colorectal anastomosis using an ethicon circular stapler cdh29b, the surgeon noticed that the common lumen was not created. The device performed mechanically as usual, with no problems, but once he inspected the "donuts" after the firing he noticed they were incomplete. He is unsure if it was his error in preparing the anvil before firing or the stapler did not fire properly. He completed the operation successfully using an ethicon circular stapler cdh33b. The operation was prolonged for 15 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4) b3: exact date is unk. Assumed first day of the month. Date sent 10/8/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? If yes, was the staple line complete (fully circular)? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. Additional information was requested, and the following was obtained: 1. Did the device staple? ¿ yes, the device stapled. 2. If yes, was the staple line complete (fully circular)? ¿ the staple line was not completed fully (the surgeon says that it could have been because there was too much tissue, he is unsure if he maybe did not prepare adequately. 3. Was the breakaway washer completely cut? - yes. 4. Were there two complete tissue donuts? ¿ yes, but the suture that was used to fix the anvil was outside of the donuts, not inside neatly as usual. 5. Was it a partial cut? If so what was cut partially, washer or tissue? ¿ the cut was complete. 6. If yes/no, was there any issue with the cut? ¿ no. When requesting additional info from the surgeon he said, in retrospect, that the problem was most likely because he did not prepare the tissue adequately and because of the size of the stapler, because when he completed the anastomosis with a bigger stapler (31mm) everything was as it should.